Manufacturer narrative:
Visual analysis of the returned fiber revealed 2.0 mm of exposed tip remaining. The pattern on the tip face confirmed fiber fracture.

Manufacturer narrative:
(B)(4) - removal of foreign body. The device has been received, but an evaluation has not been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during a cystolithotripsy procedure using a flexiva 1000 laser fiber to break up a bladder stone, the tip of the fiber broke off into the patient's bladder. The physician used grasping forceps and irrigated the bladder with ellik evacuators and could not find the tip of the fiber in the bladder after the treatment. The physician opined that the tip of the fiber was flushed out. Per the complainant, the total energy used was "one joule and 10 pulses per second". Md note from the procedure: "the tip of the laser fiber actually fractured after just beginning the shockwave lithotripsy and was retrieved to the best of my ability and I believe was retrieved successfully as I described. This was a successful cystolithotripsy." It is unknown how the procedure was completed. The patient went to the recovery room in "stable" condition post procedure. Additional details of the event will not be forthcoming.

Event description:
It was reported to boston scientific corporation that during a cystolithotripsy procedure using a flexiva 1000 laser fiber to break up a bladder stone, the tip of the fiber broke off into the patient¿s bladder. The physician used grasping forceps and irrigated the bladder with ellik evacuators and could not find the tip of the fiber in the bladder after the treatment. The physician opined that the tip of the fiber was flushed out. Per the complainant, the total energy used was 'one joule and 10 pulses per second'. Md note from the procedure: 'the tip of the laser fiber actually fractured after just beginning the shockwave lithotripsy and was retrieved to the best of my ability and I believe was retrieved successfully as I described. This was a successful cystolithotripsy.' It is unknown how the procedure was completed. The patient went to the recovery room in 'stable' condition post procedure. Additional details of the event will not be forthcoming.